Manufacturer narrative:
The patient expiry occurred upon withdrawal of support. However, there is not enough evidence to exclude the impella 5.5 device used as an associated factor in the patient's outcome. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported a patient with cardiomyopathy was escalated from an intra-aortic balloon pump (iabp) to an impella 5.5 device mechanical circulatory support and experienced bleeding and arrhythmic events requiring intervention. The impella implant procedure took place in an operating room. The patient was intubated, prepped, and draped. The physician performed a cutdown to the right axillary artery and a10mm vascutek gelweave was anastomosed to the artery. The peel away sheath was advanced into the graft and secured with a graft lock. Access to the left ventricle was obtained and the impella 5.5 was inserted over the guidewire into the left ventricle under fluoroscopy and transesophageal echocardiogram guidance. The impella was started at performance level p-2 and ramped up to p-7. The peel away sheath was removed, graft trimmed, and the blue suture hub was advanced and secured to the graft. The yellow pin was removed, and the blue suture hub was secured to the patient. Dressing was placed to the impella site and the iabp was removed from the right groin with femstop placement. The patient was transported back to the cardiovascular intensive care unit for continued monitoring. In the evening, it was noted the impella site remained clear, dry, and intact, with no evidence of bleeding or hematoma. The impella three-point fixation was in place. However, the femstop placed to the right groin where the iabp was bleeding. It was noted heparin drip was used and may have contributed to the bleeding. Manual pressure was held. One day later, the dressing was changed by the practitioner. While the dressing was clear, dry, and intact, with no evidence of bleeding, a small hematoma was noted at the impella site. Now four days post start of the impella 5.5 support, the impella insertion site was noted to have a minimal amount of bloody drainage with stable hematoma. No intervention was planned; the clinical rep confirmed that there was no known intervention for the hematoma. Staff monitored; the physician was aware. The next day, the patient was having episodes of ventricular tachycardia storm, despite the automated implantable cardioverter defibrillator (aicd). The pump settings were changed, and the patient was started on heparin to aggressively titrate for therapeutic range, as the patient had not been previously started on heparin prior to hospital transfer. Overnight, the next day, the patient had ventricular tachycardia and was given amiodarone bolus. The patient continued to have persistent small runs of ventricular tachycardia. An echocardiogram was performed at bedside and confirmed the pump was in stable position. The patient's belly was distended so the bowel regimen was increased. The patient was noted to have emesis of over one liter with increased lactic and distended belly. A computed tomography demonstrated bowel ischemia. After discussing care and goals with the family, the patient was placed on do not resuscitate status and chose to withdraw care. The patient ultimately expired.